Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0211819780, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received clonidine and hydromorphone via an implantable pump. The concentrations and doses were not known. The patient¿s medical history included ¿chronical lumbospondylogenes syndrome¿. The patient¿s concomitant medications were not obtainable. It was reported that the catheter was implanted on (B)(6) 2016 and during normal use the patient experienced a burning sensation along the catheter when a bolus was given. An x-ray of the catheter with contrast on (B)(6) 2016 showed no clear findings and no leakage was found. There were no known environmental, external, or patient factors that might have led or contributed to the event. As a result a revision of the catheter was performed on (B)(6) 2016 in which the catheter was replaced. At the time of the report it was unknown if the issue was resolved and the patient¿s status was alive-no injury. The catheter would be returned and it was reported that during the explant the catheter was divided into three parts.

Manufacturer narrative:
Analysis of the catheter (lot# 0211819780) found catheter damage; damage to the transition tube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The concentration of the drugs in the pump were: clonidine 400 mcg/ml and hydromorphone 17.5 mg/ml. During the revision on (B)(6) 2016 both of the concentrations were halved. The doses were: clonidine 114.15 mcg/day and hydromorphone 5 mg/day. The catheter was going to be returned immediately.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the boluses in question were being delivered by the use of the personal therapy manager (ptm) only. The bolus parameters were a maximum of 6 boluses a day and dose restriction interval (dri) of 6 boluses in a 24 hour period. The burning sensation was felt every time a bolus was initiated since implant. The patient stopped requesting boluses after a few times. The duration of the sensation was several seconds. It could not be determined if the burning sensation was present for the duration of each bolus. The burning sensation was felt in the patient's complete dermatome. The patient always had good pain relief from the pump therapy. Information pertaining to if a bolus relieved pain could not be obtained. Therapy was currently working well with pain relief. Since the revision surgery on (B)(6) 2016, the patient had not felt the burning sensation. A bolus had not been requested since the revision surgery. The hcp described the patient as hypersensitive and he assumed a mechanical irritation neural structures in the pump pocket was the cause of the issue. Before the revision surgery, the hcp could also trigger the burning pain in the dermatome by pressing on the pump pocket. The patient could not exclude a low grade infection as the cause, so the patient was prescribed antibiotics.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.